Event description:
On 26-aug-2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On 10-dec-2020, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged hemorrhaging and hospitalization are related to the activ.a.c.¿ therapy system. The patient continues to use the activ.a.c.¿ therapy system.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged hemorrhaging and hospitalization are related to the activ.a.c.¿ therapy system. The patient continues to use the activ.a.c.¿ therapy system. Device labeling, available in print and online, states: warnings: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bio-engineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician.

Event description:
On 15-oct-2020, the following information was reported to kci by the nurse: the activ.a.c.¿ therapy system placed on hold due to hospitalization. The patient allegedly experienced "some" bleeding from the wound. On 19-oct-2020, the following information was reported to kci by the nurse: during a dressing change, the patient's wound started to bleed which allegedly caused the patient to be admitted to the hospital. The patient subsequently underwent cauterization of the wound site in order to cease the bleeding. On 13-nov-2020, the following information was reported to kci by the nurse: the v.a.c.® granufoam¿ dressing was discarded and no lot number is available. The v.a.c.® granufoam¿ dressing was discarded, therefore a device history review could not be performed. A device evaluation of the activ.a.c.¿ therapy system is currently pending completion.